Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint and confirmed the issue. The system was able to pass all the diagnostic testing so the system was returned to use with no further issues reported. The engineering team was unable to determine the cause of the reported problem with the provided information from the customer. No further investigation could be performed.

Event description:
It was reported a customer¿s epiq cvx ultrasound system displayed a latency error message several times during a critical procedure. The system was rebooted multiple times to complete the procedure with the same system. There was no patient or user harm associated with this event. Philips has started an investigation, and a follow-up report will be submitted upon completion.